Event description:
During use of the strykeflow ii disposable suction irrigator, irrigation fluids are entering the battery casing and there's a potential for patient and staff harm. Manufacturer response (as per reporter) for suction device, strykeflow ii disposable suction irrigatorthe manufacturer has sent a letter stating that the problem was fixed. They stated that they have confirmed that the condition (battery leakage) was caused by water ingression inside the pump. This can be related to an atypical event traceable to lots 09086fg2 through 09090fg2. They said they had taken the necessary corrective and preventive actions. However, the same problem occurred again.